Event description:
The user facility reported a 73 yr old male was implanted with a rp flex for high-risk cardiac procedure. The rp flex had purge pressure high and purge pressure blocked alarms. The purge pressure high and purge pressure alarms sounded, local team walked operating room through trouble shootings, purge cassette changed, tubing checked for kinks, still unable to resolve alarms. Purge was still alarming and was still not resolved. The physician notified pump would ultimately fail if alarms not resolved. Chest was closed and patient mean arterial pressure(map) continued to decrease. Patient moved over to intensive care unit bed and chest x ray performed, showed catheter still kinked but flowing average 2.8 l/min. Pa pressures decreasing as well as map. Physician was called back in due to low pressures, declined to do cardiopulmonary resuscitation. Physician was notified catheter was kinked and repositioned after chest xray, patients map was in the teens, pa pressures started to decline. Lost all pressures, called time of death.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.